Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of the final lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Four units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. An excursion was found and record pths was generated due to a point above control limit for damaged hub. No assignable cause was found, it was considered to be an isolated event. In addition, there are controls in place to prevent this type of defect given that 100% of product is visually inspected. No actions were taken. This nonconformance bares no relation to the complaint reported. Nonconformance record pths was generated for monitoring of air particles; since the results were favorable, the lot was liberated and the pths was closed. This nonconformance bares no relation to the complaint reported. Proximal shaft assembly: subassembly lots 0109080109 and 0108080208 were reviewed. No issues were noted that were considered potentially related to the reported complaint. The parameters of the luer hub molding were reviewed and they were found within specification requirements. This product, represented in d4, is distributed outside the united states, but is similar to us distributed stent delivery systems.

Event description:
During use in the patient, when the sds was connected to an inflation syringe, a crack was detected on the hub of the device. As the crack was not visible prior to connecting the syringe, it is unknown if it was pre-existing or not. The stent was not deployed, and the sds was removed from the patient without any difficulty. Another unknown similar device was used to successfully complete the procedure. There was no report of patient injury. As per the reporting affiliate, patient and procedural details are not available. The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Additional information will be submitted within 30 days of receipt.